Event description:
It was reported that the patient felt dizzy and fell for an unknown reason. The patient was hospitalized and during pre-discharge check oversensing of noise on the right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes was observed. Upon review, some instances of noise were seen prior to the patient's fall, however it was noted that the patient has an underlying rhythm and no noise on the right ventricular (rv) channel. The noise was able to be reproduced with movements and no external source of noise was identified. At this time the physician will continue to monitor the patient and no programming changes were made. The ra lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).